Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had high impedance on diagnostic testing. He states that he turned patient off until lead can be replaced. The physician does not know of any trauma the patient may have sustained that may have contributed to the high impedance. X-rays were taken and reviewed by the manufacturer. Upon review, a gross lead discontinuity was visualized. It was also noticed that there was significant twisting of the lead likely due to patient manipulation. The patient has been referred for surgery, but it has not occurred to date.